Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve popped out after it was fully deployed, causing the patient's pressure to drop. The valve was pulled into the ascending aorta using a snare. A second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.